Event description:
It was reported that during an unknown procedure that the blade was broken. Error code '5', solid tone. The broken part was retrieved from the patient. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.